Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead was unable to fixate to the tissue of the patient. The helix was also observed to not retract when the physician was using the fixation tool. The rv lead was removed and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly analyzed. Blood / body fluid was noted in the helix housing and neck region of the lead. The lead¿s inner cathode coil was also found to be fractured at the distal end of the terminal pin. Overall, analysis was able to confirm the allegations made against the lead in the field.